Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was suspected to exhibit oversensing. No adverse patient effects were reported. At this time, this device remains in service.